Event description:
Patient's mother set the pump for an overnight feeding. She checked the patient at 6 am and found the bag was empty and the device continued to pump air into the infant. The patient's mother vented the patient (released the air in the child's abdomen via g-tube) and observed noharm or discomfort. Another pump was sent out and the malfunctioning pump was shipped back to moog for testing. This is one of six events our facility is aware of, that involve improper administration of tube feeds by this make and model of pump. The pump either delivered product too early or too late (by hours at a time) in vulnerable populations. The manufacturer had previously sent us an urgent device correction notice indicating that this make and model of pump needed a software upgrade to correct over and/or underinfusion problems. This particular pump was upgraded from software version 3.11 to version 3.14 prior to this event. Our facility has had six pumps with the newer software version (3.14) that continue to over/under feed. Additionally, our facility has discussed this problem with the manufacturer, and they have stated in previous reported cases that they could not identify a problem with the product. However, the problem continues with this type of pump. In addition, most cases involve "highly viscous" feeds. The manufacturer used water to test the pumps, and this may have contributed to a false negative with regard to product defects.